Event description:
It was reported that, "the knee is still swollen. The pt can not bend it all the way. He is attending physical therapy three times per week. He feels a pulling or stiffness in the back of his knee. It is uncomfortable for him to walk but the pain is minimal. (B)(6) 2012 the pt had x-rays and blood tests performed. He is awaiting an appointment at the surgeon's clinic for a procedure to reduce the swelling and increase range of motion."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding an alleged "patellar subluxation" involving a triathlon ps x3 tibial insert was reported. Conclusion: the reported event "patellar subluxation" was confirmed by review of the medical records by the consulting clinician and indicated "...x-rays dated (B)(6) 2015 are two ap¿s, a lateral and a patellar views showing the femoral and tibial components unchanged with a lateral patellar subluxation apparent on the patellar view...his current complaints may relate to patellar subluxation as noted on (B)(6) 2015 x-rays. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information and/or devices becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This evening the guy who cleans our office area proactively reached out to me and let me know that he has been having some trouble with his stryker knee implant. The patient said that his condition is unchanged from the last time he spoke to us. He continues to have limited rom but, since he doesn¿t have health insurance, he hasn¿t been able to get anything done." Update per review of the medical records by the clinician: "x-rays dated july 12, 2015 are two ap¿s, a lateral and a patellar views showing the femoral and tibial components unchanged with a lateral patellar subluxation apparent on the patellar view."